Event description:
The customer is unable to calibrate the axsym rubella igg reagent, lot# 57577m201 using the master calibrator, lot#57959m100. Error codes 1048 (a/b ratio too high) and 1111(master calibrator 1 too high) were generated. The instrument maintenance was up to date. All other assays were within expectations. There was no impact to pt mgmt reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.